Manufacturer narrative:
This event has been reassessed as no longer reportable. This event has been reassessed and found not to be associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, when the surgeon tried to fix the mesh the tacker got jammed. Another device was used to complete the procedure. There was no patient injury.